Event description:
It was reported that during a laparoscopic cholecystectomy three lap disc hand disc devices were being used by the surgeons. The assistant placed their hand inside the device and noticed the device was broken. There was no pt consequence.